Manufacturer narrative:
A procedure was performed to explant the pacemeker. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was exhibiting undersensing. It was reported the undersensing was due to a pacemaker that was also implanted. No adverse patient effects were reported.